Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the device¿s jaw stopped sealing and cutting in 1st 2-3 activation in devices 1st usage. There was an energy delivery but no end tone heard and no regrasp alert. The jaw was not grabbing tissue tightly, cutting did not occurred and no good seal was completed when the jaw was filled with 70% of infundibulopelvic ligament. The blade or knife was not moving to its fullest extent, the blade or knife was coming out from the jaw midway, the blade or knife was displacing from the jaw, and the knife blade was exposed. Another ligasure device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the knife blade was exposed. Product analysis observed the device's knife blade was exposed and could not be retracted. The device was disassembled and it was identified that the knife pull was broken. Ingress of fluid/grease was observed inside the handle body. The cause of the failures and defects observed were traced to overuse. The device's rfid logs were pulled and it show the device was subjected to 12 different uses over a period of 2 months. It was reported that the knife blade was exposed and did not advance or difficult to advance. The device stopped working, has cutting issue and was difficult / impossible to close. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.